Event description:
A nurse reported a system message displayed indicating a "sticking shutter" on the embedded laser. The laser function was lost in the middle of the procedure. The surgeon completed as much of the surgery as possible without the laser prior to canceling the remainder of the procedure. The pt was rescheduled for another day.

Manufacturer narrative:
A review of the service report indicates the customer reported system message (sm) "laser controller shutter open between firing error. Laser functions will be disabled." The company representative examined the system and confirmed the reported issue. The company representative suspected a sticking shutter on the embedded laser. The company representative performed system calibration and verification. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause for the reported event of was most likely due to a shutter. However, without a returned sample to evaluate, the exact root cause cannot be determined conclusively. (B)(4).